Event description:
According to nurse, they were retrieving the catheter from the pt's right arm. During this process, they utilized a pair of scissors to cut the tape holding the catheter. While taking out tape, they stated the hub came out with a small piece of the catheter; the rest remained in the pt's vein. Pt was taken immediately to the or.